Event description:
Reporter stated that the inform meter is charred and melted. No associated injury was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.